Event description:
During follow-up, oversensing due to competitive atrial pacing was observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.